Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that, on (B)(6) 2018, arteriotomy closure of the left common femoral artery was completed using a starclose se device after an interventional procedure for right leg peripheral occlusion. Reportedly, the patient had bleeding from the puncture site for two weeks. He saw his physician on (B)(6) 2018 and there was a boil-like lesion at the arteriotomy site and when pressed, blood and liquid came out. The patient had a fever and was given antibiotics. The patient was told that it sometimes takes longer for the arteriotomy to heal because he is a diabetic. On (B)(6) 2018, blood was running down the leg. Subsequently, the patient has seen another physician who stated that he has an infection and needs to see a vascular surgeon. The patient stated that he is going to the emergency room at the hospital. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Patient codes 1888 and 1858 were removed. The device was not returned for evaluation. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. A review of the lot history record could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.